Event description:
During a pulmonary vein isolation ablation procedure, the farawave 2.0 catheter was selected and functioned as intended. After the procedure was completed, during vascular access, the patient exhibited st segment elevation. In response, the physician administered additional nitroglycerin, which successfully resolved the st elevation prior to the patient leaving the electrophysiology lab. The patient is expected to make a full recovery. The device will not be available for return due to disposal. Furthermore, the physician attributed the st segment elevation to coronary spasm, believed to have resulted from cavotricuspid isthmus (cti) line ablation performed using pulsed field ablation (pfa). The physician further noted that the complication may have been associated with performing the cti ablation line following administration of low-dose nitroglycerin.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.